Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing on the right atrial channel. Reprograming of the device was performed. Additional information was received that this ICD continues to exhibit intermittent atrial undersensing. Additionally, loss of capture (loc) was suspected on the right atrial (ra) lead. Reprogramming options were discussed. This device remains in service. No further adverse patient effects were reported.